Event description:
This spontaneous report was received from an (B)(6) physician and concerns a (B)(6) female patient. She was injected subcutaneously with 1.5 ml of radiesse®, into the mandibular angle and chin, to volumize the chin and give a defined frame to the mandibular angle and contour, on (B)(6) 2021. Batch number was reported as a00000240 (expiry date: 11/2022). A lot search in the global safety database was conducted. Radiesse® was not diluted. A 25g cannula was used for the injection. The patient was concomitantly injected with belotero® volume, into the malar and temporal area, on (B)(6) 2021. The patient had an excellent result in the treated area. As reported, it was not injected into the same areas as radiesse®. The patients medical history included menopause at (B)(6) and second dose of the covid-19 vaccine with sputnik, on (B)(6) 2021. Concomitant medication included oral collagen. On (B)(6) 2021, after the treatment with radiesse®, the patient experienced giant nodules of more than 5 cm in diameter, very hard, slowly formed, in the entire application area. As reported, the nodules looked like stones. Corrective treatment included triamcinolone 40 locally, oral betamethasone of 0.6 every 8 hours x 5 days and also was locally applied a whole ampoule of hyaluronidase and collagenase of injectable enzymes (also reported as pbserun hyaluronidase) diluted in 6.2 of physiological sodium chloride. It softened the nodules, but they did not disappear. At the time of this report the patient was not recovered. It was also reported that the evolution of the events was good, partial, but encouraging. Due to the provided information the outcome of the events was considered as resolving. In the opinion of the reporter the events were of severe intensity, and the events had no relationship with belotero® volume. Follow-up information was received on 21-aug-2021: it was confirmed that the patient had 3 sessions of hyaluronidase and collagenase. Each session was with 1 hyaluronidase + 2 collagenase. The last, third, session was on friday prior to this report, on (B)(6) 2021. The patient (also ambiguously reported as he), was slowly improving. She still had nodules, but they were already much smaller. The outcome of the events remained unchanged. Follow-up information was received on 24-aug-2021: this case was upgraded to serious. The event inflammation was added. The batch record review was received and the lot number for radiesse® was confirmed as a00000240 (expiry date 11/2022). At the time of this report, there were still problems. The nodules continued to grow as soon as corticosteroids were suspended. In (B)(6) 2021, at the time of this report, there was an inflammation of the areas treated with hyaluronic acid. Corticosteroids, antibiotics, and local treatment with hyaluronidase and collagenase, were continued. As reported, the patient was a physician dedicated to make facial aesthetics to her patients, therefore, her personal aesthetic was of utmost importance not only for her self-esteem, but also for the continuity of her professional activity. Due to the provided information the outcome of the event giant nodules was considered as not resolved and was therefore changed from resolving to not resolved. The outcome of the event very hard was left unchanged. The outcome of the event inflammation was unknown. In the opinion of the reporter, the events had to be treated so that there were no permanent sequelae. It was a serious adverse effect, not only because of the size of the nodules and the indication, but also because of the areas of the face that deformed (as reported).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, giant nodules (pt: injection site nodule) was deemed to meet serious injury criteria of required intervention to preclude permanent damage. The device history record for radiesse lot number a00000240 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. A nonconformance was noted, but none that would have contributed to this event.